Manufacturer narrative:
(B)(4). Date sent: 7/31/2024. D4: batch # a9dp4v. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished pse45a, with lot/batch number a9dp4v, and no non-conformances were identified.

Event description:
It was reported that during the laparoscopic lobectomy surgery, could not fire farther after fired a little. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.